Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having a blister in the ipg site while charging. The patient was prescribed cream by the physician.